Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26apr2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fs recommended that the customer replaced flow sensor; however, the customer did not respond to request to schedule service to the device.

Event description:
It was reported that the unit failed oxygen accuracy testing there was no patient involvement. Event date not specified, estimate used.